Manufacturer narrative:
Resolution was confirmed on call. The system was operational after a rad calibration was performed by the site. The system is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that after taking an image that image did not look like anatomy, but rather circles. The radiologic technologist (rt) stated he had done the rad gain calibrations about 2 weeks ago. When the unused dose was taken there were 2 people in the room besides the patient. Site chose to continue the procedure with their ziehm imaging system. This caused a 20 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure was discovered. The investigation concluded the system was overdue for periodic maintenance. The issue is resolve by performing required periodic maintenance/flouro and gain calibration. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient number of people in or other than patient: 2. If information is provided in the future, a supplemental report will be issued.